Event description:
It was reported that implantation of a spinal cord stimulator for pain control was attempted on 2008-(B)(6); however, the stimulator was removed prior to transfer out of the surgical suite due to an encephalopathic delirious response to sedation. This was reattempted and implantation was successful for a spinal cord stimulator along with an l4-l5 laminectomy and t9-t10 lamintomy for spinal cord stimulator lead placement; both of which occurred on 2008-(B)(6), together with lumbar drain and subsequent repair of the durotomy on 2008-(B)(6). The spinal cord stimulator stage 2 implantable neurostimulator (ins) was implanted on 2008-(B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).